Event description:
Pt riding a 4 wheeler and fell out. 4 wheeler landed on their right shoulder. Orif of left shoulder with plating proximal humerus. 11 days later slipped pin left shoulder with pain. Rush rod implanted.

Event description:
An implant resulted in revision surgery. As the product isn't available for evaluation, the co's investigation of this report is inconclusive. In addition, the reported device: model #111266 is not a richards pin push rod. The co's product #111266 is a pin rack that is not an implant. Therefore, co has not submitted a medwatch report for this event at this time. Repeated attempts have been made to recieve the correct part number and lot number. While the co's attempts have currently gone unanswered, should the requested info be recieved in the future co will reopen this compliant and file a medwatch at that time if needed.